Event description:
The lift used to get patient in bed had a structural failure immediately after patient was placed back in bed. The lift was appropriate to his weight and he weighs approx 265 pounds and the lift holds up to 440 pounds. However the screws broke under his weight. Screws were found to be stripped. FDA safety report ID # (B)(4).